Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hospitalized due to a bent canula and diabetic ketoacidosis. The customer's blood glucose was 485 mg/dl. The customer was treated with IV drip and insulin in the ICU. The customer was admitted at (B)(6) hospital on (B)(6) 2015. The health care provider wants her on the mios asap and the customer will not be released until the mios arrive. The customer was on a liquid diet and couldn not correct her blood glucose at home. The patient was on oxygen and being watched for tacacardia.